Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The pump was received with cracked reservoir tube. The pump was unable to verify no button response, backlight anomaly and off no power alarm and perform the low battery alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 124 mg/dl. The customer stated that there is condensation under the lcd screen. The customer stated that she was outside and gave herself a normal bolus. The customer stated that the pump alarmed off no power. The customer stated that the buttons fail to respond if they are pressed too rapidly. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.